Manufacturer narrative:
The investigation for the console (aic) battery failure red alarm has been completed. The reported ¿ac on battery¿ issue was confirmed in the logs. The reported issue was not an alarm but a prompt that appears when the aic is disconnected from ac power. There were numerous ¿ac power disconnected - controller is running on battery power¿ (event set #109) prompts observed on the reported complaint date. The console was returned for evaluation. The reported issue was able to be reproduced in the lab. The aic would not charge or recognize ac power when connected to the wall outlet. This issue was determined to be caused by a defective ac power cord. Console was tested with a different power cord and the aic was able recognize ac power without any issues. Corrections to the initial MFR report: d2-common device name.

Event description:
The complainant reported that the automated impella controller when turned on and plugged in, gives a battery alarm. The controller was returned for investigation. There was no patient involvement.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.